Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver gablofen (baclofen) at 2000mcg/ml at 100mcg/day. It was reported that the pump became infected post-operatively. The system was explanted on (B)(6) 2024. The system would not be replaced in the future. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics or troubleshooting performed. At the time of this report, the issue was resolved and the patient status was "alive-no injury". It was noted that the patient had a medical history of intractable spasticity and the patient's weight was 22 kilograms.